Event description:
An angio-seal was selected for use following a coronary arteriography. Following deployment manual compression was also used for reasons unknown. The pt developed pain and swelling in the groin post deployment. An ultrasound revealed a pseudoaneurysm of the femoral artery with a thrombus occluding 2/3 of the artery. An anti-thrombin injection was administered and a follow up ultrasound revealed closure of the pseudoaneurysm. The pt was discharged (B)(6) days later.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.